Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the delivery needle but was returned for evaluation. Examination of the construct showed the suture did not cinch completely as there is a loop located at t2. Both ts are bent. Further examination showed the suture has been wound around the knot not allowing it to cinch properly. It appears that during deployment of t2 the suture likely became wound around t2 causing the suture not to cinch properly. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, a knot was made on the suture. No backup device was available. Both ts were removed from the patient. It is unknown how the issue was resolved. No patient injury or other complications were reported.